Event description:
A spinal fixation system was implanted into a pt in september 1997. X-ray showed that the rod was dislodged. Revision surgery was performed in november 1997. It was reported that the set screw did not properly engage the rod.